Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:51830053x), forcetriad, forcetriad force triad energy platform (serial#: (B)(6)), scba, battery scba (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one hour after a laparoscopic hysterectomy with myomectomy procedure started, the knife trigger became stuck, causing both the pull handle and knife trigger to be unable to return to their original positions. It was applied on tissue when the issue happened but tissue separate from device after activate and cut, hence no problem to remove from tissue. Knife blade did not extend nor protrude beyond the edge of jaws. A sonicision dissector was used but it did not activate though it did not come into contact with any metal instruments. Troubleshooting included disassembling and re-assembling the dissector, but it remained nonfunctional around 30 minutes after the it started. The generator was tested with another dissector and functioned properly. Another ligasure device was used successfully with the same generator. Nothing fell on patient's cavity and there was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide and the broken piece was not returned.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the dissector had a broken waveguide. The broken piece was not returned. Functional testing found that the troubleshooting identified the broken waveguide was due it being excessively torqued to the side during use. It was reported that the device did not activate during procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue cause it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.